Manufacturer narrative:
(B)(4). Multiple products were implanted including, product ID:55711016540; quantity(4) product ID:7078397; quantity(1) product ID:1555101050; quantity(2) lot number is unknown for all products. It is unknown which products contributed to the reported event. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion surgery at l4/5 for lumbar canal stenosis on (B)(6) 2015. It was reported that on (B)(6) 2015, post-op, it was found on postoperative image that l5 lamina and vertebral body was collapsed from screw insertion area and caudal side. Joint at l5/s might be collapsed and collapsed part (posterior part of l5 vertebral body) compressed nerve. L5 vertebral body also looked like slipped. Nerve symptom was observed. The surgeon commented it was unknown why l5 vertebral body got collapsed. Revision surgery was performed for decompression and l5/s fusion on (B)(6) 2015.